Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress. If further information is provided, a supplemental report will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the subject experienced congestive heart failure with acute exacerbation, along with associated complications including anterior chest discomfort (nausea), dyspnea, pleural effusion, and elevated blood pressure. A farawave ablation catheter was selected for use during clinical procedure. The patient experienced congestive heart failure, representing a serious deterioration in health that resulted in inpatient hospitalization from (B)(6) 2026 to (B)(6) 2026. The event was assessed as not related to any study or non-study device, and was reported as related to a worsening of a pre-existing condition and related to medication. It was noted that the congestive heart failure appears to be a chronic condition that worsened, and occurred in the context of a clinical study. On (B)(6) 2026, after informed consent was obtained, the patient was admitted to the hospital. On (B)(6) 2026, ablation and watchman were performed. Next day, the patient complained of anterior chest discomfort (nausea). On (B)(6) 2026, the patient complained of dyspnea, and diagnostic tests were performed including ultrasound/echocardiogram (tee/tte), electrocardiogram (ECG), x-ray, CT scan, and laboratory tests (blood work). Chest x-ray revealed pleural effusion, and the condition was determined to be exacerbation of heart failure; therefore, administration of hanp (carperitide [genetical recombination]) and furosemide (twice daily) was initiated as corrective actions involving IV/im medication change/adjustment, both classified as invasive interventions. The patient had been initially scheduled for discharge on (B)(6) 2026; however, discharge was postponed. On (B)(6) 2026, following initiation of hanp and furosemide, diuresis was favorable; due to elevated blood pressure, hanp was discontinued and intravenous furosemide (twice daily) was continued. On (B)(6) 2026, the course was uneventful without further exacerbation of heart failure, and follow-up chest x-ray was performed; pleural effusion was expected to resolve spontaneously, and discharge planning was performed while continuing diuretic therapy. The event was considered resolved on (B)(6) 2026. On (B)(6) 2026, ECG at discharge showed maintenance of sinus rhythm, symptoms had improved with diuretic therapy, and spironolactone tablets and azosemide tablets were prescribed; the patient was discharged home on this date. No further information was reported. No device malfunctions were reported.